Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl device after a transcatheter aortic valve implantation procedure (tavi). Reportedly, the prostar xl sutures were successfully deployed before the procedure using a 6f sheath. The sheath was upgraded to an 18f for the tavi procedure. During closing, after the knot was deployed, a pseudoaneurysm developed. The pseudoaneurysm was treated with a covered stent. There was no further adverse patient sequela. The physician was reported to be trained in the use of the device. No additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The report of the suture deploying successfully as expected is consistent with the analysis of the manufacturing records for the reported lot. In consideration of the reported closure of an access site of 18f with a single device, it should noted that the instructions for use (IFU) states that access sites larger that 10f may require the use of an additional prostar xl device. The IFU also states that a pseudoaneurysm may be a potential complication resulting from procedures associated with the use of the device. There was no indication that the reported patient effect of pseudoaneurysm and treatment is related to a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no previous incidents reported for this lot. Based on the investigation, the cause for the reported patient effect could not be determined. To assure that all products perform according to specifications they are subject to inspection during manufacturing. There was no indication of product quality deficiency.